Manufacturer narrative:
Submit date: 12/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit is over feeding. The issue was noticed during the annual testing and inspection. The pump was not being used on a patient. The volume to be infused was set to 100ml/1 hour. The rate was set to 00. The actual volume delivered was 126ml/1 hour on the first test and 117ml/ 1 hour was delivered on the second test.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.